Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the device prompted "therapy was disable, do operational check" during self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a use error. Customer did not know how to use the device. The issue was resolved by doing the self-test again and customer was instructed to use the device correctly. The product is back in service.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device gave a treatment has been disabled prompt. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.